Event description:
A 2.5mm diameter by 12mm length s660 stent delivery system was inserted to treat a severly calcified lesion in the right coronary artery. The target lesion was pre-dilated with a ptca balloon prior to the insertion of the stent delivery system. It was not possible to reach the target lesion. Upon removal, the stent dislodged from the delivery balloon when it was pulled into the guide catheter, the stent was believed to have come loose on the delivery balloon when it hit calcium as it was pulled back in the vessel. The stent was successfully snared and removed from the pt. There is no further reported treatment on the target lesion. The pt was reported fine post procedure and there is no additional clinical sequelae reported related to the event. The severe calcification and vessel tortuosity may have contributed to the stent delivery system not reaching the target lesion. The instructions for use were not followed for removal of an undeployed stent when the stent was pulled into guide catheter while the catheter was still engaged in the coronary artery.